Event description:
The customer tested her blood glucose and received a contour reading of 220+ mg/dl, while another meter read 134 mg/dl. Depending on the actual reading from the contour meter, the difference between them could fall in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer was advised to return the test strips for evaluation. Replacement test strips were sent to the customer.